Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2009, this patient developed a cerebral infarct. The physician administered a cerebral-protective agent. The cause of the cerebral infarct was not known. On (B)(6) 2009, the patient received a 6-month follow up computed tomography evaluation. The symptoms were still present and described as severe. On (B)(6) 2010, the patient received a follow up computed tomography evaluation. At that time, the patient was reported to be in good condition with no symptoms.